Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler did not go through the trocar properly. After that the jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the rubber ring around the stapling device bunched up when retracting the stapling instrument, making it almost impossible to remove the instrument through the trocar. The mouth of the instrument could no longer open, but the jaws were not stuck on tissue. There was no unexpected tissue removal, the procedure was not converted, and there was no bleeding, no blood loss requiring transfusion, and no patient injury. A white reload was used on the first stapler fire, with no clamping issues prior to firing and no unclamp failure.